Event description:
It was reported that there were intermittent issues with the insulin gauge being inaccurate. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, and the customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.